Event description:
It was reported that research pathology of an explanted heart found 3 unk xience stents, 1 in the proximal saphenous vein graft, 1 in the mid saphenous vein graft, and 1 in the distal right coronary artery. All 3 stents showed neoatherosclerosis. The stent in the proximal saphenous vein graft showed a grade I stent fracture. The cause of death was non-stent related cardiac death. The events occurred 360 days post stent implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event: (B)(6) 2010. Estimated date of implant: (B)(6) 2009. Incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. It should be noted that the instructions for use (section 2.0) states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency. The two other xience v devices referenced are being filed under separate medwatch MFR numbers.